Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed a message that one or more parameters had unknown values. Dashes (---) were noted for base rate, av delay and maximum tracking rate. The device would not accept any programming changes. The demand and magnet rate were 42.8 ppm on an ECG.